Manufacturer narrative:
Correction: b2 (date of death).

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of death. The etiology and timeline of the event(s) remains unknown; therefore, causality cannot be established. Presently there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the patients expiration. Given the absence of a discharge summary, primary/secondary cause of death, end stage renal disease (esrd) death notification, death certificate and no autopsy report, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patients expiration, as there is insufficient evidence to conclude the root cause of the event(s). However, it is well-known that the esrd population continues to have significantly higher mortality and fewer expected years of life when compared to the general population. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired at home. The initial report did not specifically allege that this event was related to any deficiency or malfunction of fresenius device(s) or product(s). Subsequent attempts to obtain additional information (e.g., specific patient information and medical history, esrd death notification, autopsy report, machine evaluation documentation and/or death certificate) have thus far proven unsuccessful. Additionally, there was no report the patients cycler was returned to fresenius for product investigation and no indication whether the patient was connected to the cycler at the time of the patient's passing.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a mushroom head check. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.